Event description:
The reporter stated the surgeon attempted to insert a 17.0 diopter cq2015 collamer three-piece lens but the trailing haptic disengaged and tore. There was no pt contact or injury. The reporter stated the cause of the torn haptic was due to the mouth of the injector being sharp and not protruding out of the cartridge tip far enough. Another same type lens was implanted.